Event description:
The patient underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6), 2013. A CT scan was performed during an unscheduled visit on (B)(6), 2013 and a type ib endoleak was confirmed. The physician also noted a potential infold in the graft sealing ring. Based on a review of the available patient images, the type ib endoleak was confirmed to be present and the likely cause was concluded to be that the iliac limb graft diameter and length was too small for the target anatomy. The sealing ring of aortic body graft had incomplete apposition with the artery, with a potential type ia endoleak present. A root cause for the incomplete apposition could not be determined. The patient was brought in for a re-intervention on an unknown date. A palmaz stent was placed at the level of the aortic body proximal sealing rings. An iliac limb graft was implanted to extend the overall length of the implanted graft. There was no endoleaks at the end of the re-intervention.